Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. A verification of failure mode reported in the current manufacturing process was conducted as follows: 370 samples were taken from the current production, the samples were inspected and the revised characteristics comply with the requirement. Defect reported was not observed in the current manufacturing process. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
Customer complaint reported as: the cuff found air leaking prior to use.

Manufacturer narrative:
(B)(4). The customer returned one unit 5-10314 et tube, hvt 7.0 for investigation. The et tube was visually examined with and without magnification. Visual examination of the returned device revealed a blue-green residue on balloon cuff, pilot balloon and inflation line. Functional inspection was performed to attempt to inflate and deflate the cuff on the returned et tube. A lab inventory syringe was filled with air. Then the syringe was connected to the pilot balloon. Using hand pressure, air was injected through the valve. Upon injection of air, the balloon cuff would not inflate. The et tube was submerged under water and an attempt to inflate was made to detect any leaks. Upon injection, the et tube leaked from the distal end of the pilot balloon where it connects to the inflation line. It was found that the pilot balloon was detached from the inflation line. No other defects or anomalies were observed. A device history record review was performed and no relevant findings were identified. The IFU for this product states, "the tracheal tube cuff inflation system, including the valve, should be checked prior to intubation. If a malfunction is a detected in any part of the system, the tube should not be used." "Care should be taken to avoid damaging the thin-walled cuffs during intubation. If cuff is damaged, the tube should not be used." The IFU also states, "cuff pressure should be monitored routinely to assure that an adequate tracheal seal is maintained and that the cuff has not become over-inflated. The tracheal tube cuff should be slowly inflated with the minimum amount of air required to provide an effective tracheal seal. Do not inflate with a measured volume of air or by "feel" of pressure in the syringe since little resistance should be felt during inflation." The reported complaint was confirmed based upon the sample received. The pilot balloon was detached from the inflation line which would prevent the cuff from being able to inflate. A device history record review was performed with no evidence to suggest a manufacturing related cause. All et tubes are 100% inspected for inflation and deflation at the time of manufacturing. It is unlikely that this type of damage was present at the time of manufacturing. It could not be determined exactly how or what caused the pilot balloon to become detached. However, based on the condition of the sample received, it appears that unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
Customer complaint reported as: the cuff found air leaking prior to use.